Event description:
Device keeps cutting suture (x4) due to a sharp edge on the inner diameter on suture hole. Suture used was not arthrex suture. Surgeon completed case by using another company's implant. Delay time was 2 1/2 hours. Hospital reported no adverse consequences to the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion of the investigation.